Manufacturer narrative:
The following information has been updated: d.9. Returned to manufacturer on: 28-nov-2023 describe event or problem: it was reported that while using panel phoenix nmic/ID-307 e. Coli was misidentified as enterobacter cloacae. There was no report of patient impact. Report 1 of 4. This complaint is for misidentification of escherichia coli as citrobacter koseri, citrobacter fermerii or enterobacter cloacae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213033. The customer returned isolates and panels but did not return phoenix generated lab reports for the investigation. The customer returned isolates were verified on a bruker maldi biotyper and labeled as e. Coli sj-1 through sj-4. Complaint batch 3213033 was unavailable for investigation testing and a comparable batch was used. To investigate, two comparable panels each were tested using customer returned isolates e. Coli sj-1through sj-4 on a phoenix m50 machine and evaluated for identification results. Then, one control panel each from the same material but different batch were inoculated with customer returned isolates e. Coli sj-1through sj-4 on a phoenix m50 machine and evaluated for identification results. All twelve panels identified their isolate as e. Coli, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed five additional complaints on complaint batch 3213033, four of which are related to this defect but unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using panel phoenix nmic/ID-307 e. Coli was misidentified as enterobacter cloacae. There was no report of patient impact. Report 1 of 4.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307 e. Coli misidentified as citrobacter fermerii an unspecified number of times. No patient impact reported.